Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the air/water tube and cylinder and the plastic distal end cover having foreign material, additional findings were as follows: due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; connecting tube had buckling; due to wear of angle wire, the play of the up/down knob was out of the standard value; and the plastic distal end cover had a chip. The following device components were found to be scratched: grip, switch box, scope connector cover, scope connector case, plug unit; objective lens, and light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the bowden cables loose. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the air/water tube and cylinder and the plastic distal end cover. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.